Event description:
It was initially reported that the device was implanted and explanted in 2007 due to an unknown. Follow up with the surgeon's office indicated that the device was explanted due to regurgitation. It was additionally reported that the patient expired about 2 days later. Reportedly, the patient's expiration was related to hepato-renal organ failure. It was additionally reported that the explanted device was discarded.

Manufacturer narrative:
Device not returned.